Manufacturer narrative:
The conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an alert for high out of range pace impedances, greater than 2000 ohms. Technical services suggested programming to a split pace and sense configuration. The field representative was going to consult the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was an alert for high out of range pace impedances, greater than 2000 ohms. Technical services suggested programming to a split pace and sense configuration. The field representative was going to consult the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.